Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured 120 units of the involved code batch. 84 have been distributed in the market; there are 36 units in stock in b. Braun surgical's warehouse. We have received an open pouch with two needles, one has a piece of thread attached to it and the other is detached. Both needles have been characterized and correspond to the description of the product: drm4s 140 mic. The size of both needles is according to the specifications: length: 4 ± 0.1 mm wire size: 140 ± 10 micron reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the needle appeared to be much smaller than other needles from the same batch of sutures. No further information has been received.